Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump but to call back if the malfunction reappears, and they confirmed understanding of the instructions.